Event description:
It was reported to arrow clinical service (acs) tha tiabp had helium loss alarms. Clinicians had already switched pumps but alarms continued. There was no blood in tubing and all connections were intact. Patient was in sinus rhythm and there were no kinks in catheter. Acs instructed clinician how to perform helium leak test. Clinician responed there was no time as patient was being movedfrom cath lab to or. Iab was removed while in or. There were no reported patient complications.